Event description:
Report received of an overdelivery. The pump was received in the biomedical engineering department with an unsigned note that stated: "not accurate". There is no tracking information (nurse, patient, or location) available. The pump was tested by the biomedical engineer and was found to overdeliver. There was no reported adverse patient event. Though requested, there was no further information available.